Manufacturer narrative:
This report captures the right renal stent occlusion. The left renal stent occlusion is being captured separately under MFR report # 2017233-2020-00366.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient underwent treatment of on an aortic aneurysm. The patient is enrolled in the (B)(6). It was reported that the procedure included the use of gore® viabahn® vbx balloon expandable endoprostheses in visceral vessels. On (B)(6) 2017 bilateral renal stent occlusions were noted. On (B)(6) 2017 a hepato-renal bypass procedure was performed.

Manufacturer narrative:
Corrected data: h6. - conclusions code 1. Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Manufacturer narrative:
Corrected data: d2. - common device name. E1. - name and address.